Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. D2b: pro code (product code): itx.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a tortuous and calcified coronary artery. An opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after completing the post-stent ivus run, the opticross imaging catheter appeared to be stuck on the wire. Everything was able to be removed when removed together, however the catheter itself could not be removed over the wire. The procedure was completed using original method. No patient complications reported.